Event description:
It was reported that during a transanal endoscopic microsurgery procedure when the device was picked up to use a second time the active blade was found to be in two pieces. There was no report from the surgeon that any pieces was left in the patient. The instrument broke outside the patient when they picked it up from the table. There was no stress on the device like touching of metal or bending. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade